Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The evaluation found that the allegation of the whiteout image was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. A definitive root cause could not be determined; however, based on the results of the investigation, it is likely that the patient board set failure led to the malfunction, resulting in the whiteout image with a rainbow effect and no image issues. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the procedure was completed using a similar device. No delay in procedure.

Event description:
The customer reported to olympus, the video system center is giving a whiteout image with rainbow effect whenever something white is shown. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the image abnormalities were caused by a faulty patient board set, and a worn out video connector latch was causing poor connection with pigtails. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.